Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a motor error alarm during a bolus and basal. Troubleshooting was performed. The alarm was cleared. The drive support cap was not damaged. It was noted that there was a motor position encoder error alarm in the alarm history. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected motor position encoder error alarm noted during testing. Unable to verify motor position encoder error alarm in alarm history due to corrupted history file. Unit was received with broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, minor scratched lcd window, stained end cap sticker, stained address/serial number label and corroded battery tube.